Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of threshold. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.